Manufacturer narrative:
Customer reported that a scissor was used to cut the iol during cataract surgery when a tear in the anterior chamber occurred. When the device was returned to mst, there were gaps at the base and the tip of the blades. This same device was returned in 2016 for repair. This out of specification condition is thought to be the result of mishandling during maintenance and/or misuse of the device. The scissors are intended for cutting soft tissue and folable iols. The patient's vision was within normal limits during same day post-op.

Event description:
A scissor was being used to cut an iol when a hole in the anterior chamber occurred.